Event description:
The customer reported that the system's video processing left monitor screen was blank after an image was shot during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc representative performed an onsite investigation. The connections on the display adapter and general purpose operating system and a loose connector on the left monitor were reseated. The p3 power supply was adjusted. The system was tested and found to be working as intended and put back into svc.